Event description:
The customer reported a falsely decreased architect total psa results generated on the architect i2000sr analyzer for one patient sample. The following data was provided (reference range for total psa: 0.0-4.0 ng/ml): (B)(6) 2024: total psa result = 1.81 ng/ml (this result did not correlate with the patient¿s clinical history) total psa values of 3.58 and 4.60 ng/ml were previously processed and correlated to the historical values of this patient. The customer did not find the total psa result of 1.8 ng/ml to be correct. The customer decides to rerun the same sample on (B)(6) 2024 and generated a total psa result of 4.41 ng/ml. The customer decides to repeat the total psa for a 3rd time and obtain a total psa result of 4.08 ng/ml. Additional patient information was provided by the customer on (B)(6) 2024. The same sample was retrieved from the refrigerator after 7days and retested for total psa. The total psa generated a result of 1.22 ng/ml. The same sample was sent to another lab and obtained a total psa result of 1.23 ng/ml. Per the architect total psa package insert under specimen storage, the sample can be stored at 2-8 degrees celsius for less than 24 hours. If the testing will be delayed more than 24 hours, the serum should be removed from the clot and stored frozen at -20 degrees celsius or colder. There was no impact to patient management reported. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative inspected the architect i2000sr, serial number (B)(6) and performed multiple troubleshooting procedures, and observed a crack in the trigger float. The trigger float was replaced; however, a single part could not be determined. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The ticket tracking and trending was reviewed and did not identify any trends for the architect i2000sr analyzer. There were no similar issues related to the architect system, likely cause part, or discrepant results as described in this complaint. The device history record was reviewed and did not identify any non-conformances or deviations for the architect i2000sr, serial number (B)(6). Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the architect i2000sr, serial number (B)(6).